Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to retention and difficulty catheterizing. The cuff was replaced as it had eroded and the scrotal pump was revised. No further complications were reported.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to retention and difficulty catheterizing. The cuff was replaced as it had eroded and the scrotal pump was revised. No further complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported migration and urinary retention could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Erosion and urinary retention are documented as adverse events. Investigation conclusion: based on this investigation and all information available, a conclusion code of known inherent risk of device was assigned to this investigation. Risk review and labeling review identified that the adverse events of erosion and urinary retention are known risk of the device. The cause of the erosion and urinary retention were not established by physician, although erosion and urinary retention are included in the labeling documentation for erosion and urinary retention device as an adverse events of implant surgical procedure of device and also the risks, benefits, and potential adverse events of all available treatment options should be discussed with the patient and considered by the physician and patient when choosing a treatment option is included in the document, therefore a conclusion code of known inherent risk of device was chosen.